Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 37 and 48 hours. When the pod was removed from the infusion site (unspecified), the pod cannula was found bent. Symptoms reported include nausea, tachycardia and regurgitation. The patient was treated with an insulin infusion. The patient was discharged on (B)(6) 2026. The pod was removed and a new pod was applied prior to the hospital. The new pod ended up being removed with no reported issues at the hospital since the patient was receiving insulin infusion therapy.